Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a pseudo aneurysm off of the right hepatic artery, an embolization coil detached prematurely in the catheter, the embolization coil was removed in its entirety along with the catheter. There was no reported intervention or patient injury.